Manufacturer narrative:
A review of the internal documentation did not show an anomaly or deviation. All guides performed as intended and the resections were performed as planned. Malalignment was due to surgical placement technique used.

Event description:
Patient specific guides were used to assist with reconstruction of the mandible because of a benign tumor. The graft segment could not be positioned correctly according to the planning due to retentions. The complainant reported making additional resections than was planned and approved. There was a delay in surgery of 1,5 h. There was no extra blood loss reported. A second surgery is planned to put the mandible in position.